Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Cause was determined to be human error within the design team. Requests are being made for additional info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets smiles total knee replacement. (K120992).

Event description:
It was reported by the sales rep s. Fraser on (B)(6) 2012 that during pre-op discussions with the surgeon it was noted that the op drawing incorrectly stated the implant to be for the right leg. It should have been the left leg. The implant was made correctly for the left leg.

Manufacturer narrative:
The investigation concluded that the root cause of this event was due to a manufacturing issue. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends. Common device name/product code corrected from "total knee replacement" to "limb salvage system/kro".

Event description:
It was reported by the sales representative that during pre-operative discussions with the surgeon it was noted that the operation drawing incorrectly stated the implant to be for the right leg. It should have been the left. The implant was made correctly for the left leg. This is a supplemental report to 3004105610-2014-00126 ((B)(4)).